Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report multiple no delivery alarms. The customer stated that she was hospitalized for high blood glucose levels due to the no delivery alarms. The reported blood glucose reading at the time of the event was 548 mg/dl. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.